Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. In (B)(6) 2015, index procedure was performed. The target lesion was located in the mid right coronary artery (rca) with (B)(6) stenosis and was 12mm long with a reference vessel diameter of 3.2mm. The target lesion as treated with pre-dilatation and a 2.75x16mm promus premier stent. Post-dilatation was performed with 0% residual stenosis. Eleven days later, the patient was discharged on aspirin and clopidogrel. In july 2015, the patient experienced cardiac arrest. The patient was found unresponsive during morning rounds. Emergency medical service (ems) was activated and cardiopulmonary resuscitation (CPR) and advanced cardiac life support (acls) were initiated. The patient was given epinephrine while on going CPR was continued as well as bicarbonate, lidocaine and gtt. Circulation returned but the patient was still unresponsive, areflexic and was intubated. The cardiac arrest was considered fatal. In august 2015, the patient died and autopsy was not performed.